Event description:
It was reported that during an lc procedure , there was clip malformation or a scissoring of the clip and falling out the jaw. It was not reported how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.